Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for normal device implant. During the procedure the stylet got stuck in the left ventricular lead. Upon removal the lumen and the connector pin broke. The lead was not used. A new lead was implanted. The patient tolerated the procedure well and would continue to be followed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.